Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; g1; g3; g6; h1; h2. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. - d10: concomitant medical products, part (lot): -14196-50 ((B)(6). -14196-60((B)(6)). -1437655((B)(6)). D10: associated product information, part (lot): -0202155055(3169160). - g2: foreign - the event occurred in japan. - a2: patient is approximately fifty years old, but the exact age is unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an ankle arthrodesis procedure was performed using the a screw system. Following surgery, exudate was observed around the 6.5 mm ccs incision site, accompanied by elevated crp levels. Infection was initially suspected, and crp decreased after antibiotic administration. However, an ulcer subsequently developed on the skin surface at the incision site. Imaging studies also suggested bone resorption. Consequently, approximately two months postoperatively, all screws were removed due to suspected loss of fixation strength and metal allergy. It was reported that no further information is available.